Manufacturer narrative:
Describe event or problem correction: an international customer reported an event of an odor emitting from the sterradnx sterilizer, not the 100nx sterilizer. Additional information updated initial reporter: (B)(6). Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mister filter were not returned for functional evaluation. The assignable cause of the odor/smells issue is the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the odor/smell issue. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
An international customer reported an event of an odor emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.